Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j0039925r, implanted: (B)(6) 2000, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The patient thought the concentration was 40 ml. She didn't know the dose, but said the dose was "high". The indication for pump use was failed back surgery syndrome, non-malignant pain, and other non-malignant pain. On (B)(6) 2017 it was reported that the patient¿s new pump was not working properly and she was going to be having exploratory surgery next month to help diagnose the problem. Per the patient, they weren't sure what was wrong with the pump, but ¿they're guessing it's the port that comes out of the pump - that it's leaking there, or it might be a problem with the port going into my spinal canal". No patient symptoms were mentioned. No further complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j0039925r, implanted: (B)(6)2000 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, indicating that since the patient's implant on (B)(6)2017, the patient was not getting the pain relief that she should. The patient stated that she felt that she should be getting better pain control than what she was getting. The patient stated that the pump was causing her more pain. The implant site was swollen, and the healthcare provider (hcp) was aware of the swelling. The patient reported that the incision spot was hot/warm to the touch and continued to get bigger and bigger and was squishy but was more firm at the time of the report. The patient was tested for infection and was told that she did not have an infection. After surgery, the patient stated that the spinal fluid looked like blood, so she was sent to the hospital to test for an infection. Blood was removed from her arm, and she was told she did not have an infection. The patient reported that the pump/medication was making her very sick. The patient stated that it was not the pump that was making her sick. Rather, she believed it was the medication leaking. The patient stated that she thought that either the pump or catheter was leaking. The patient reported that she thought that maybe the catheter was not at the spine and the medication may be leaking out, and is also causing her more pain. The patient reported that her hcp was going to do surgery on (B)(6)2018 to go in and see what the issue was. No further complications were reported.